Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. Based on the information provided, the balloon rupture appears to be due to case circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo lesion in a mildly tortuous and eccentric mid left superficial femoral artery that was 80% stenosed. A 6.0 x 20 mm armada 35 balloon dilatation catheter (bdc) was used and did not meet any resistance during advancement. However, the balloon ruptured at about 5 atmospheres (atms) before reaching the nominal pressure of 6 atms. Therefore, the device was replaced with another 6.0 x 20 mm armada 35 bdc to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.